Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a bluetooth connection between transmitter and g5 mobile app issue. No medical intervention was reported. Additional event or patient information is not available. No data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined. It was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.